Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented for a lead revision to address increased capture thresholds. The lead was capped and replaced. The patient condition is well after the procedure and will continue to be monitored.